Event description:
During hemodialysis treatment the venous blood tubing line disconnected from the pt's tessio catheter, venous lumen connection. Estimated blood loss 300cc. After placing pt in trendelenburg left side pt had nausea, vomiting, and dizziness. B/p 134/72. Pulse 91. Pt sent to emergency room for eval. Pt stable. Pt to return for dialysis treatment on 8/7/2000.